Manufacturer narrative:
D3 manufacturer email: (B)(4).

Event description:
It was reported that during the procedure, the laser failed. The procedure was aborted. Patient sedation status was not provided. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.